Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
It was reported that implantation of an impella 5.5 was aborted as it would not advance across the aortic valve due to the patient's anatomy. Due to the forceful attempts, the cannula kinked and the patient experienced access site bleeding. The patients outcome is critical.

Manufacturer narrative:
The investigation of vascular damage - great vessel, delivery issues, and product damage (cannula kink) has been completed. Product damage (catheter kink) is added based on return product investigation. Vascular damage - great vessel: clinical reports the impella was unable to advance across the aortic valve due to tortuous anatomy and/or anastomosis angle. The pump was returned for investigation and kinks were observed on the cannula and catheter near the motor housing. The cause of the vascular damage was most likely use related, as clinical reports excessive force was used during insertion attempt. Delivery issues: clinical reports the impella was unable to advance across the aortic valve due to tortuous anatomy and/or anastomosis angle. The pump was returned for investigation and kinks were observed on the cannula and catheter near the motor housing. The cause of the delivery issues was most likely due to the patients condition, as clinical details report the pump was unable to pass through the aortic valve due to tortuous vascular anatomy. Product damage (cannula kink): clinical reports the impella was unable to advance across the aortic valve due to vascular anatomy and/or anastomosis angle and that multiple forceful attempts were made resulting in a cannula kink. The pump was returned for investigation and kinks were observed on the cannula near the motor housing. The cause of the cannula kink was most likely due to the patients condition, as clinical details report the pump was unable to pass through the aortic valve due to vascular anatomy. Product damage (catheter kink): clinical reports the impella was unable to advance across the aortic valve due to vascular anatomy and/or anastomosis angle and that multiple forceful attempts were made resulting in a cannula kink. The pump was returned for investigation and kinks were observed on the catheter near the motor housing. The cause of the catheter kink was most likely due to the patients condition, as clinical details report the pump was unable to pass through the aortic valve due to vascular anatomy. D9 device returned to manufacturer date added.